Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a meniscal repair surgical procedure, the surgeon pressed the lever and deployed the truespan 12 degree peek anchor device. It was reported that the surgeon then properly deployed a second implant, however, during tightening, the first implant was removed. It was reported that the surgeon put the damaged implant aside and opened a new device to continue the procedure. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that it is in used condition. No structural anomalies were found. The plates are already deployed. A functional test was performed to the red trigger and it worked as intended, no issues were found. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue. Based on the findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; it is not unreasonable that the operator did not squeezed the red trigger to its fully position on first deployment. As per the instructions for use (IFU): at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.